Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a defective keypad. The event occurred during preventive maintenance. There was no delay in therapy and no physical damage reported. There was no patient involvement and no patient harm.

Manufacturer narrative:
After review of file (B)(4), it was discovered that the event was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR# 3012307300-2024-04797 will be cancelled.